Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine device check when evaluation of the ra lead showed dislodgement. The lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient will continue to be followed normally.